Event description:
Consumer stated the product is snapping after two uses, the brush head breaks off of the handle. Sometimes it breaks while he's using it and he has to remove it with tweezers. He used the brush 3 days, 2x a day. He threw away the brushes and he has used this product before.